Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. At approximately 9:00 am on (B)(6) 2023, the patient's wife woke up from sleep and noticed that the patient was unresponsive. She then called for an ambulance. Upon their arrival, paramedics measured the patient's blood glucose meter value and saw that it read 0.9 mmol/l. Despite this reading, the patient stated that he had not received any alerts from his cgm. The patient was then taken to the hospital where he suffered twice from cardiac arrest and had brain damage. Neither the patient nor his wife are able to recall what treatment the patient was given during the incident. The patient was discharged from the hospital the following day and was feeling better at the time of contact a day after that, though he says he still suffers from brain damage. Data was evaluated and a review of performance data shows that the patient's always sound feature was enabled at the time of the incident and his low alert was set to 3.5 mmol/l. The urgent low alert is fixed at 3.1 mmol/l. At 7:04 am on(B)(6) 2023, the patient received an urgent low soon alert at partial volume with an estimated glucose value of 3.8 mmol/l. At 7:09 am, the patient received a second urgent low soon alert, this time at half volume, with an estimated glucose value (egv) of 3.6 mmol/l. At 7:14 am, the patient's estimated glucose values dropped below the user low alert threshold and he received a third urgent low soon alert at full volume with an egv of 3.4 mmol/l. The patient continued to receive urgent low soon alerts at full volume every five minutes until 7:34 am, at which point his egvs reached the urgent low alert threshold and he received an urgent low alert at partial volume with an egv of 3.1 mmol/l. At 7:39 am, the patient received a second urgent low alert, this time at half volume, with an egv of 2.9 mmol/l. At 7:44 am, the patient received a third urgent low alert at full volume with an egv of 2.7 mmol/l. The patient's egvs remained below the urgent low threshold for several hours thereafter, reaching low (less than 2.2 mmol/l) at the lowest point. He continued to receive urgent low alerts at full volume every five minutes during this entire time until the alert was finally acknowledged at 2:44 pm. The patient's egv at this point was 2.6 mmol/l. After this alert was acknowledged, the patient entered a period of uninterrupted signal loss that lasted until 4:49 pm the following day, after which the sensor session ended. The reported complaint was not confirmed as data investigation shows the system performed as intended and the patient received all intended alerts. As the complaint could not be confirmed, the probable cause of the reported event could not be determined. No additional patient or event information is available.